Event description:
It was reported that a pixel issue occurred on pump display and customer could not read pump screen or interact with pump properly. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump into storage mode before return, and advised customer to send problematic pump back using prepaid label within ten days, which customer understood and acknowledged.